Event description:
The device was applied during an unspecified thoracoscopic procedure. Reportedly, a component dissengaged from the retaining pin. The surgeon retrieved the component without incident.